Manufacturer narrative:
Exact date unknown, event occurred in april 2024.

Event description:
It was reported that the patient implanted with a superion indirect decompression spacer experienced pain in her leg, buttock, and back. Sacroiliac joint (sij) and epidural steroid injections (esi) were given to the patient with little relief. Fluoroscopy and x-ray imaging revealed the spacer implanted between the 4-5 lumbar vertebrae migrated posteriorly and the cam lobes of the spacer appeared to be bent.

Event description:
It was reported that the patient implanted with a superion indirect decompression spacer experienced pain in her leg, buttock, and back. Sacroiliac joint (sij) and epidural steroid injection (esi) were given to the patient with little relief. Fluoroscopy and x-ray imaging revealed the spacer implanted between the 4-5 lumbar vertebrae migrated posteriorly and the cam lobes of the spacer appeared to be bent. Additional information received that based on review of the x-ray imaging, boston scientific has authorized warranty replacement of the vertiflex implant.

Manufacturer narrative:
Correction to follow up 1 MDR in blocks a4 and h6.

Event description:
It was reported that the patient implanted with a superion indirect decompression spacer experienced pain in her leg, buttock, and back. Sacroiliac joint (sij) and epidural steroid injection (esi) were given to the patient with little relief. Fluoroscopy and x-ray imaging revealed the spacer implanted between the 4-5 lumbar vertebrae migrated posteriorly and the cam lobes of the spacer appeared to be bent. Additional information received that based on review of the x-ray imaging, boston scientific has authorized warranty replacement of the vertiflex implant.